Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for one sample. (Customer provided normal range sodium: 135-145 mmol/l) (B)(6)2023 sid (B)(6)sodium initial result was 118 mmol/l, repeat results was 140 mmol/l the patient was admitted to the hospital. A new blood sample was drawn and the results were normal. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect c16000 processing module and a single definitive part could not be determined the likely cause of the discrepant sodium results. The architect c16000, serial number (B)(6)was considered to be the likely cause. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of tracking and trending of the architect c16000 processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the scorecard for clinical chemistry systems identified no similar issues related to the architect system or discrepant results as described. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, sn (B)(6)was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1: patient identified complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for one sample. (Customer provided normal range sodium: 135-145 mmol/l). (B)(6) 2023 sid (B)(6) sodium initial result was 118 mmol/l, repeat results was 140 mmol/l the patient was admitted to the hospital. A new blood sample was drawn and the results were normal. No impact to patient management was reported.